Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced system component(s) to resolve the reported issue. The master tool manipulators (mtm) has been returned and evaluated by the failure analysis team. The error was found in the logs indicating mtm reported p5v fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm2 was installed onto a golden system where the component functioned as expected. The mtm2 was then installed onto a system where all relevant testing was passed within specification. Once testing was completed, the mtm was inspected, and no fault could be identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported repeated non-recoverable errors. The repeated errors pointed to the master tool manipulators (mtm) right and were found in the error log. The procedure was converted to open. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nephroureterectomy procedure had been in progress for 2 hours and 30 minutes when the issue occurred. It is unclear whether there was any additional delay to the surgery, as the customer could not specify the duration of any possible delays. In response to the technical problem, either a field service engineer (fse) or technical support engineer (tse) was contacted for troubleshooting. The troubleshooting involved restarting the system; however, the non-recoverable error reoccurred, and the problem was not resolved by the restart. The system had been inspected prior to use, and no issues were noted during its setup. Ultimately, the surgery was converted to an open procedure due to repeated non-recoverable errors with the system. The patient tolerated this change, with no reported adverse effects resulting from the conversion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the master tool manipulator (mtm) to resolve the errors. The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis. A system log review showed errors against the right mtm.